Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that knife blades were noted to be dull during use. There was no report of any patient harm. Additional information has been requested. Additional information received clarified that two ophthalmic knives were not sharp enough during a cataract surgery. The surgery was completed by using an alternate knife. There was no harm to the patient.